Event description:
The customer reported that the vascular software was not functioning properly and that the system inter-mixed pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge pcb, cine cable and cone hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.